Manufacturer narrative:
Concomitant products: (2)syringe pump sets; 20ml monoject syringe, 3ml monoject syringe, therapy date (B)(6) 2015. The customer¿s report that the infusion completed sooner than expected was confirmed by review of the pcu event logs. Review of the pcu event logs show that on the reported date of (B)(6) 2015 at 5:25 pm, syringe module s/n (B)(4) was selected. A monoject 3ml syringe was loaded with a volume of 3.3709ml detected. Lipids 20%_icn was selected with a programmed rate of 0.5ml/hour; vtbi 3.3709ml. The syringe module started infusing at 5:25 pm. At 11:30 pm the syringe module alarmed ¿syringe empty.¿ the device was functionally tested for barrel clamp detection and plunger position accuracy. The device passed both tests. The customer¿s report that the infusion completed sooner than expected was confirmed. The cause was the use/selection of an incorrect syringe size and volume with the syringe that was loaded. The logs do not show selection of the reported 20 ml syringe nor a starting volume of 12 ml.

Event description:
The customer reported a monoject 20 ml syringe with a volume of 12 ml was inserted into the syringe module. The lipid infusion was programmed at 0.5 ml/hr and the device read a vtbi of a little more than 3 ml. The infusion was started at 1725 and the syringe ran dry at 2330. The customer stated the infusion should have continued until 1600 the following day.